Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "pump shutting off by itself" was not reproduced. Evaluation observed the history log and found no evidence of an improper shutdown. The ac adapter or battery was not supplied with the device which may be a contributing factor. Evaluation utilized an ac adapter and battery and did not duplicate an improper shut down. Evaluation opened the case halves and inspected for loose or damaged connection and found none. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump shut down by itself during testing in the biomedical service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.